Event description:
During functional testing at zoll medical's german technical service department, the device displayed an "ECG fault 4" message. There was no pt involvement in the reported malfunction.